Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address painful total hip replacement secondary to ruptures of the gluteus medius and minimus off the greater trochanter, possible infection. Update rec'd 3/19/2014-medical records received. Part/lot info provided. After review of the primary operative note there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 04/16/2014. Update rec'd 3/28/2013- ppd and medical. Records received. A correct doi was provided. After review of the medical records, the patient was revised for pain and possible infection. According to the revision note the infection was never confirmed. The head is now being reported for the alleged pain. The depuy stem is not being reported for the pain as it wasn¿t removed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/28/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.